Manufacturer narrative:
The device was not returned for evaluation and was reported to have been discarded; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the dfu, operational instructions, procedure: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2 carefully remove the safari2tm extra support guidewire from the dispenser by grasping the proximal end of the j-straightener separating the straightener from the dispenser. J-straightener must be used for insertion to prevent damage to the curved portion of the guidewire. 3 after inspection of the safari2tm extra support guidewire, advance the j-straightener over the distal section of the safari2tm extra support guidewire to straighten the curve. 4.insert the safari2tm extra support guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm extra support guidewire into the lumen of the catheter. 6.remove the safari2tm extra support guidewire j-straightener by withdrawing it over the length of the safari2tm extra support guidewire. 7.advance the safari2tm extra support guidewire through the catheter under fluoroscopic guidance. 8.confirm the safari2tm extra support guidewire curve position to assure safari2tm extra support guidewire placement and stability. 9.maintain guidewire position while tracking or advancing a catheter or device over the wire. A visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop, evaluate the cause before proceeding (use fluoroscopy if necessary). 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2tm extra support guidewire prior to withdrawing the wire. B.the safari2tm extra support guidewire is pulled back completely into the catheter. C. The safari2tm extra support guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. Patient information was not received at the time of this report. Additionally, the lot number for the device was not provided; therefore, the UDI number is unknown. Attempts to gather further details to obtain the information missing or unknown on this form have been made; however, per the distributor, good faith efforts have been performed and at the time of this report no additional information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Event description: I do not have any information other than what I was told. I was told that there was an issue with a safari es and navitor tavr. I was informed that the safarai es was stuck in a navitor. Question: photo or video of issue answer: no question: what was the suspected cause of the reported event? Answer: safari es and navitor interaction. Additional information received from the distributor on 24jul2024: question: any further event details (at what point during the procedure did it become stuck, was the navitor successfully implanted, was this safari used to complete the procedure, additional intervention needed, patient outcome, etc.) Answer: the wire is believed to have become stuck in the navitor delivery system, near the time of deployment. The rep believed that their valve "moved" at time of deployment (possibly because of interaction with the wire). After the valve was deployed, the safari es and nav delivery system were removed together. A new wire (non- safari) was used to cross the deployed navitor and a 2nd valve was placed (valve in valve technique). Question: lot number? Answer: unknown question: is the safari expected to return? Answer: no - discarded question: is media of the event available? Answer: no.